Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously high monocyte (mo#) differential results on twelve (12) patient samples generated by two (2) different unicel dxh 800 coulter cellular analysis systems (serial #s (B)(4)) over the course of three consecutive days ((B)(6) 2011). This report documents the results obtained on (B)(6) 2011 and on the dxh 800 instrument serial # (B)(4); two (2) out of the twelve (12) patient results were generated on this day and using this instrument. The operator questioned the results due to the operator defined and instrument generated flags for both patient results. No erroneous results were reported out of the laboratory. Manual differentials were performed on each patient, which the customer considers to be correct. The results provided by the customer are shown in the attachment section of this report. There was no death, injury or change to patient treatment attributed to this event. Note: patient # 1 (gender/age) has been documented in this report. The details for the patient #2 (gender/age) is provided below: patient # 2 - female, (B)(6) old.

Manufacturer narrative:
Samples were drawn in 4ml edta vacutainer tubes and were greater than 60 minutes old at the time of analysis. Samples were stored at room temperature. Controls were run before but not after the event. Customer stated that all qc were within specification. Instrument is performing within qc specifications and patient samples from previous runs were run to confirm accurate results. Analysis of raw data provided does not show any indication of system nor algorithm artifacts. Service was not requested for this event as the customer is not questioning the performance of the instrument. The root cause is unknown to date. This report is related to the following mdrs that are being reported on different dates and on different instruments for the similar event that occurred at this customer site: dxi 600 serial # (B)(4) (same instrument documented in this report) - 1061932-2012-00080, 1061932-2012-00081. Dxi 600 serial # (B)(4) - 1061932-2012-00089, 1061932-2012-00090.